Event description:
It was reported that balloon rupture occurred. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was selected for dilatation. However, during insertion, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an nc quantum apex balloon catheter with the balloon protector and product mandrel. There was contrast in the inflation lumen and balloon. The distal shaft (inner and outer) was buckled at the proximal bond and 7mm from the proximal bond. The balloon, balloon bonds and markerbands were microscopically examined and there was no damage or irregularities noted. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was selected for dilatation. However, during insertion, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.